Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. Lead fracture was confirmed when the lead was explanted and replaced. Additionally, it was reported that the atrial lead had loss of capture and variable p-wave amplitudes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated p-wave amplitude decreased from 4mv down to 1.9mv.